Event description:
Date of event 05/17/1999. Angiocath ruptured (outside of patient) while at full insertion 20cc/sec at 1000 psi. Injecting to proximal abdominal aorta.

Event description:
Angiocath ruptured (outside of patient) while at full insertion, 20cc/sec at 1000 psi. Injecting to proximal abdominal aorta.